Event description:
Crm received info that this pt fell approx one month following implant. The lead ceased to sense and pace at maximum output. No other observations were noted. The lead was repositioned without further complications. As the product remains in service, it will not be returned for analysis and crm cannot confirm the clinical observation.